Event description:
Reportable based on device analysis completed on 05apr2024. It was reported that crossing difficulty was encountered. The target lesion was located in the moderately tortuous and severely calcified iliac artery. A 10.0x40x135 cm express ld vascular stent was advanced for treatment. However, the device could not pass the angle of the lesion due to the resistance. The procedure was completed with another of same device. No complications were reported, and the patient condition was fine. However, device analysis revealed that the stent was damaged and had moved on balloon.

Manufacturer narrative:
Device eval by manufacturer: a visual examination identified that the stent had moved approximately 10mm distally on the balloon catheter. One of the proximal struts on the first row was found to have lifted distally. This type of damage is consistent with resistance being encounter and excessive force being applied to withdraw the device through the sheath. A visual examination identified that the balloon had been not subjected to positive pressure. No issues were noted with the balloon material. Further examination identified no issues with the tip or shaft of the device. Instructions for use (IFU) documents calcified lesion resistant to pta is included in the list of contraindications associated with the use of this device.